Event description:
It was reported that (2) devices were used during a laparoscopic hernia. It was reported by the affiliate that the one ems instrument's handle was broken (device being returned) and the other ems device staples were not advancing (not being returned). Another instrument was used to complete the case. There was no consequence to the pt.